Manufacturer narrative:
December 15, 2015 11:35 am (gmt-5:00) added by (B)(6): (B)(4). A maquet field service technician was on site and investigated the unit in question. The technician troubleshooted the device and found a defective power supply board. The technician replaced the defective board and performed functionality tests and tested the unit to factory specifications. All tests were performed successfully. A supplemental medwatch will be submitted if additional informations becomes available.

Event description:
"According to the customer: the customer stated that the hcu30 displayed multiple error codes at power up." Additional information: there were no patient involved the incident occurred on start up of the device. (B)(4).